Manufacturer narrative:
H3: one device was received for analysis. The service history review identified that the device has not been in service before. The customer issue could not be confirmed with the downstream occlusion (dso) pressure test and the 50mililiters(ml) cassette test. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was throwing a downstream occlusion alarm when it was not occluded. The reporter stated they had a cassette on that ran as a free flow but the pump threw a downstream occlusion alarm. This error did not occur when using an administration set. There was no delay of therapy. The event occurred during set up.